Manufacturer narrative:
Date of death: approximately (B)(6) 2019. Explant date: trial lead pull - explant date unknown. Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4). Model: infinion 16 trial lead kit 50 cm, (B)(4). The devices were not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away in his sleep while waiting to undergo the permanent implant procedure. The cause of death in unknown. The trial procedure took place on (B)(6) 2019 and no further information can be obtained.